Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, approximately 6.5 yrs post implant of a sapien xt valve via transfemoral approach, patient was evaluated for a transcatheter heart valve (thv) in thv due to stenosis. A new sapien 3 ultra valve was implanted in the existing sapien xt valve.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery was returned and revealed calcification on the leaflets. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review was performed. No lot history, complaint history, manufacturing mitigation review was required as an existing technical summary is applicable to this event. A review of the instructions for use (IFU) was performed, and no IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure and the device under investigation had been implanted for more than 5 years, additional assessment of this adverse event is not required at this time. The complaint for valve calcification was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve degeneration rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product nonconformance or device malfunction were found in any of the valves returned for these complaints. It was noted that patient had hyperlipidemia and diabetes mellitus, which is a wellknown risk factor for bioprosthetic valve calcification. As such, available information suggests that patient factors (diabetes mellitus, hyperlipidemia) may have contributed to the complaint event. The existing technical summary is applicable to this complaint because valve calcification was contributed by patient conditions. As an existing technical summary is applicable to this event, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.